Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from patient. It was reported that the replacement recharger belt resolved the loss of stimulation and not being able to recharge. The weight of the patient at the time of having loss of stimulation and not being able to recharge their device remained unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: pnma01411a004, serial# unknown, product type recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who reported their recharger belt cracked and they have not been able to charge device. The patient reported their device went off. No further complications reported.